Event description:
A report was received that the source failed to return to the fully shielded position at the end of a pt treatment. The pt was removed from the room and the source was manually returned to the safe position.

Manufacturer narrative:
The source could not return to the shielded position because a coupling in the source drawer failed and became detached. The source drawer was not manufactured by best theratronics and had been replaced by the user from a local MFR in india. The operator normally observes both the unit and the pt at all times during treatment. Should the source remain in the exposed or partially exposed position at the end of treatment, the fact would be readily noticed by the operator and the pt evacuated from the room. Labeling for the device instructs the operator on the steps to be followed in the event that the source remains in the exposed position at the end of treatment. The source can then be manually returned to the fully shielded position using the emergency return handle provided with the device. Use of the return handle is fully described in the operator's manual.